Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet screw was returned for investigation. Visual evaluation of the as returned product identified a complete fracture on the threads of the screw and both pieces were returned. Additionally, there was unknown material in the screw hex and functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned device could not be measured for item number verification. The reported device was located on tooth # 30 and was used for approximately 2 years 5 months. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown biomet screw. However, a complaint history review by item number was conducted for most common biomet screws dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the related devices related to the reported event. Complainant reported that the screw fractured. The whole screw was removed on (B)(6) 2020. The reported device was returned and the reported event was confirmed as visual evaluation identified the screw fractured on the threads. A root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer , h3: device evaluated by manufacturer: change ¿no' to 'yes' , h6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the unknown biomet abutment screw fractured. The fractured screw was removed.